Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) and performed a system test drive. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. Failure analysis confirmed and reproduced the reported issue. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed the bipolar energy was not working. The integrated electro surgical unit (iesu) displayed a question mark at the bipolar connector. Prior to calling in to technical support, the customer had replaced the bipolar instrument and cable with no resolve. The technical support engineer (tse) found no related errors in the logs. After, the tse walked the customer through moving the bipolar cable from the bottom bipolar port to top bipolar port, but the issue was not resolved. Then, the tse had the customer power cycle the system and the iesu, replace the bipolar instrument and cable again (3rd instrument and 3rd cable) with no reported change. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.